Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the followin: when patient's blood glucose (bg) is at 40-50 mg/dl, they are not receiving the low alert that is set to alarm when bg drops below 70. Patient goes into the history and it does not appear there. Patient reports being very tired, unsteady, and having a severe headache. Patient self-treated at home. This complaint is being reported because the patient experienced hypoglycemia subsequent to the low bg alarm failing to alert.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 08/09/2017 with the following findings: a review of the pump¿s total daily dose of insulin history added up correctly and reflected the user¿s programmed basal rates. The pump history showed that the glucose user low limit alert threshold was set to 70 mg/dl. The pump history showed a bg below 55 warning on (B)(6) 2017. The pump was exercised for 24 hours with no issues. The pump recorded the basal rate accurately with no issue. A low bg warning and a bg below 55 warning was simulated during a cgm session and the pump gave the appropriate warnings. The alleged issue could not be duplicated..